Event description:
This is a spontaneous case report received from a physician in united states on (B)(6) 2014 which refers to a (B)(6) year-old female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 for permanent contraception (lot number not provided). Physician reported that noted on procedure that right essure was placed correct but left tube excessive coils and it did not deploy properly. It kind of coiled up on itself but she kept it in. Patient was seen on (B)(6) 2014 and had been having pain in lower abdomen for the past 3 weeks and that patient reported metal piece of essure expelled. Patient saw it. Doctor said a fragment broke off. No comment on hsg (hysterosalpingogram) being done. On (B)(6) 2014 laparoscopic hysterectomy was performed. No additional information was provided. Follow up information from (B)(6) 2014: ptc (product technical complaint) result was provided. Ptc global number: (B)(4). Final assessment: when a term like "...a fragment broke off..." Is used when describing a device event, it is difficult to determine the true nature of the event from the complaint description alone. Unless additional detail is provided in the event description or product is returned for investigation. Failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If the outer coils of the micro-insert partially deploy during user attempts to repositioning the device and the coil catheter is not fully retracted, the outer coils of the micro-insert could become entangled within the distal portion of the coil catheter. If the outer coils are partially deployed, the insert will begin to anchor itself to the fallopian tube. If the inner coil is still affixed to the delivery wire because all IFU steps have not yet been completed, subsequent attempts by the user to remove the catheter assembly may lead to either a stretching of the micro-insert, stretching of the inner catheter large tight pitch coil, or breakage of the large tight pitch coil. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. This is an anticipated failure mode. The risk to the patient for this failure mode was assessed during the design process, and adequate risk mitigation actions were taken to minimize the residual risk as documented in (B)(4), design fmea for (B)(4). Conclusions: the possibility of pieces of the delivery system or micro-insert breaking off during the procedure is an anticipated event. According to the dfmea, the main consequence is a physician inconvenience because the procedure could need to be aborted or rescheduled. Medical assessment: this ptc was initiated due to a reported product quality issue and usability issues. No complaint sample was provide for further investigation. The technical assessment concluded "unconfirmed quality defect". No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. The reported adverse events are known possible undesirable events and not indicative of a quality deficit per se. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. The reported usability issues will be subject to post market surveillance monitoring. Company causality comment: this medically confirmed, spontaneous case report refers to a 25 year-old female patient who had essure (fallopian tube occlusion insert) inserted and doctor said a fragment broke off. This event interpreted as device breakage was considered as serious due to medical importance, regarded as incident since a surgical intervention was required (laparoscopic hysterectomy), and was initially considered as unlisted according to essure reference safety information; however upon receipt of product technical investigation (ptc) it was amended to listed, since ptc analysis concluded that the breakage is an anticipated event. During difficult insertion/removals, single cases have been reported of essure breakage. In this particular case, the physician reported that during essure insertion the insert on left side did not deploy properly; it kind of coiled up on itself but patient kept it in, later she had lower abdominal pain and a device breakage was seen by the physician. Based on the information received, a causal relationship between the reported events and suspect insert cannot be excluded. Additionally, other non-serious events were reported. The ptc analysis concluded that there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information from 31-mar-2015: follow-up attempts were done without success. Case closed. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and doctor said a fragment broke off. This event interpreted as device breakage was considered as serious due to medical importance, and was initially considered as unlisted according to essure reference safety information; however upon receipt of product technical investigation (ptc) it was amended to listed, since ptc analysis concluded that the breakage is an anticipated event. During difficult insertion/removals, single cases have been reported of essure breakage. In this particular case, the physician reported that during essure insertion the insert on left side did not deploy properly; it kind of coiled up on itself but patient kept it in, later she had lower abdominal pain and a device breakage was seen by the physician. Based on the information received, a causal relationship between the reported events and suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention was required (laparoscopic hysterectomy). Additionally, other non-serious events were reported. The ptc analysis concluded that there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information could not be obtained.